Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that during a procedure, the high speed bur broke at the base (blue hub). There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884068hs is from lot number 0211715936. There was a residue consistent with biological contaminants on the device. The head of the bur was pushed into the outer tube when received, it was not detached. A microscope and calipers were used to evaluate the device. Visually, the inner shaft broke which would have resulted in the reported event. The break would have been contained by the outer tube and handpiece. The break showed striations around the outside diameter and occurred 0.64¿ from the distal face of the inner hub. This break is typical of excess pressure applied to the bur during use and indicates metal to metal contact with the proximal end of the outer tube. At the distal end, there was gouging of the head support area on the inner and outer assemblies which is also consistent with excess pressure. There was minor deformation of the front hub consistent with aggressive use. There was no allegation of a defect prior to use. If information is provided in the future, a supplemental report will be issued.